Event description:
Physician reported a capsular contracture baker grade iii-IV. Device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted and the patient underwent a muscle based prosthesis and film removal and subsequent fascia implant insertion surgery.